Event description:
The customer reported the following: a particulate of unknown etiology was seen within the barrel of a 150ft-q syringe. No adverse event was reported.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particulate at this time; however, the product is scheduled to return to (B)(4) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.